Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(4) reported the vitrectomy cutter had difficulty cutting. There was no impact to the patient.

Manufacturer narrative:
Evaluation completed. One opened bl5223w pack from lot v8548 was returned. The expiration date on the label was 2018-06-16. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was fluid in the aspiration line. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The collection cassette was captured and recognized by the system. The assembly passed the self-vacuum test, primed, irrigated and aspirated as intended. In addition, the cutter had good clean cuts throughout the various cut rates and vacuumed, as it should. No defects were found.